Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that reason for call was to ask about use of new external components however patient mentioned that she thought that her first implant was infected one week after implant. Patient services reviewed implant dates and explained that what is listed that first implant was just removed when received current implant. Patient then said she is probably confused that it was something else instead of the implant and ended the call. No device issues were reported.